Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4170. Reported qc fluid performance indicates a vitros tropi es lot 4170 performance issue is not a likely contributor to the event. Within run precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not established whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and it is possible cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Result of 0.196 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).